Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin squirted out of insulin pump due to pistons continuing to move forward after contact with reservoir. It was reported that insulin pump did not beep and numbers did not appear on display screen. Customer was not able to prime. Insulin pump would be replaced.